Event description:
On (B)(6) 2025, the patient reported that her ilet device was damaged after impact and split into two, rendering it unresponsive. The agent verified the patient¿s address, confirmed delivery time for a replacement, and reviewed the return procedure, which the patient understood. The agent also provided education on proper ilet management and instructed the patient to sync her data; the patient confirmed understanding. Blood glucose was not impacted. No symptoms were reported by the patient during event, and no medical intervention was reported at the time of call. Multiple attempts to follow up with the patient were unsuccessful. Therefore, the case was closed.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.